Event description:
Pt contacted dexcom sales on (B)(6) 2010 and left a voicemail to report that she experienced pain at the insertion site shortly after inserting a sensor. Upon removing the sensor, pt found that the wire remained under her skin so she went to her dr to have it removed. Pt's status at the time of her call to dexcom sales is unk. Dexcom technical support made four attempts to contact the pt for f/u but was unable to reach her.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be >(B)(6) based on narrative info contained in the pt's complaint file. The pt's age is reported as an estimate per the instructions for form FDA 3500a.